Event description:
Reporter alleged obtaining a result of 20 mmol/l or 27 mmol/l on the aviva system compared back to back with a result of 8 mmol/l on the professional system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6).